Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. The caller's blood glucose impact was unknown or not disclosed. Technical support assisted the caller in resetting the pump and provided instructions to call back if the malfunction code reappears. The issue did not recur after the reset, and the customer was advised that they could continue using the pump.